Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4 fr s/l powermidline catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed just distal to the 4 cm depth marker to just proximal to the 6 cm depth marker. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ ballooned and stretched section of the catheter shaft ¿ the catheter material was visibly lighter in color at the fracture site a kink in the catheter which may have caused an occlusion in the catheter shaft was observed distal to the burst site. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported midline was inserted on (B)(6) in radiology for a CT scan. Patient underwent CT scan on (B)(6) and it was documented the patient was experiencing pain and the line was not flushing. The patient had stated the line was very painful and did not want it flushed. Site was swollen, red and hot to touch. Notable large hard feeling area. Notified doctors and vast, provided ongoing monitoring of the site. The course of treatment did not change. Required cannulation which took multiple attempts. Midline removed on (B)(6) and found to be significantly damaged. No further information was provided.